Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar, intestinal obstruction and ileus are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, a bezoar was identified that created an occlusion around the duodenum and the patient underwent j tube removal. A small part of the small intestine was also removed. On (B)(6) 2018, the patient passed away while hospitalized due to sepsis. The treating physician mentioned that the bezoar caused intestinal occlusion resulting in intestinal necrosis and ileus.